Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of syringe 10ml saline fill china sp experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, a flush was used. When the packaging bag of flush was opened, obvious defect of plunger rod was found and no harm was caused to the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml saline fill china sp experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: on august 22, 2019, a flush was used. When the packaging bag of flush was opened, obvious defect of plunger rod was found and no harm was caused to the patient.